Manufacturer narrative:
Product event summary: the full lead was returned, analysis was performed and no anomalies were found. The distal lv (low voltage) e lectrode of the lead was covered in blood and body tissue/fibrotic growth and the helix of the lead was extrinsically bent and distorted due to pulling/stretching/overstress. Visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported that the right atrial (ra) lead dislodged. An attempt was made to reposition the lead but it was unable to be fixated. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).